Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to reproduce the problem. The c-arm was checked and the five volt power supply, which was low, was adjusted. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system would not display an image and it was beeping after the exposure as though it were still screening. No pt injury was reported.